Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing clamp of an unspecified intravenous (IV) set broke, leaving a piece of it inside a baxter infusion pump. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.